Event description:
On 12/18/2024, it was reported by a sales representative via sems-(B)(4) that an 1268-100 targeting arm is malfunctioning. The nail and lag screw were not aligning on the jig. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged 1268-100 radiolucent targeting arm, 130 degree troch nail batch number 210930 was received for investigation. A visual inspection revealed signs of wear on the device¿s material. Functional testing was performed with a known good device, and a slight misalignment with the lag screw was noted. The most likely cause of the reported failure is wear and tear of the device. Manufacturing date: september 03, 2021.